Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted in 2008: (B)(4).

Event description:
On (B)(6) 2008, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, this patient presented with a ruptured abdominal aortic aneurysm. Imaging revealed that the contralateral leg component had become dislodged from the left common iliac artery and was free floating in the aneurysmal sac. An additional contralateral leg component was implanted to extend the original contralateral leg component into the left common iliac artery. The physician was able to resolve the issue, and the patient is in stable condition.